Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker device has malfunctioned. The health care provider (hcp) requested for a boston scientific representative to check the device. Additionally, the device was already explanted and replaced with a new one. No adverse patient effects were reported.